Manufacturer narrative:
Given the time since treatment, it appears that therasphere treatment most likely contributed to the fatigue and anorexia that necessitated hospitalization. These are identified side effects of therasphere and hospitalization may have been avoided if the pt had sought out treatment earlier.

Event description:
A (B)(6) male pt with colorectal carcinoma with mets to the liver received therasphere treatment (120.17 gy to right liver lobe) on (B)(6) 2012. The pt had severe fatigue, which could have been treated with the medrol dose pack, but by the time he presented to the hospital, he had decreased appetite, weight loss, was unwell, and required admission to the hospital. The pt is also receiving folfox for treatment of colorectal carcinoma. Dose administered and date: therasphere 120.17 gy to right liver lobe. The date symptoms first appeared: (B)(6) 2012. Hcc or metastatic use and stage/size of tumor: pt has colorectal carcinoma with mets to the liver. Primary lesion was a 4 cm colonic adenocarcinoma located in the hepatic flexure. Multiple pulmonary and hepatic metastases. Stave IV. Pt demographics: w/m; dob (B)(6); initials (B)(6).